Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. The troubleshooting was performed for the power error detected alarm and the customer states they were able to clear the alarm and complete the rewind. Customer stated that notification light stop flashing immediately the insulin pump will be returned for analysis.

Manufacturer narrative:
Power error detected alarm due to connector resistance issue. Insulin pump received with torn serial number label.